Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Additionally, the c19 high voltage capacitor was lifted from the defibrillation board. The root cause for the defective u612 component could not be positively identified. The root cause for the lifted c19 high voltage capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.